Manufacturer narrative:
The medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Additional stent graft was used. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system(ctag-ac). Two ctag-ac were placed at the descending aorta to close the primary entry tear. The dissection seemed like extend more proximally than the location where the proximal ctag-ac was placed; however, the patient was scheduled for treatment of a cerebral aneurysm at a later date, no further treatment was performed. The procedure was completed without any issue. On april 22, 2021 a follow up CT imaging revealed small amount of blood flow into the false lumen from around the proximal edge of the ctag-ac. On june 18, 2021, a reintervention took place, an additional stent graft was placed at proximal side. The patient tolerated the procedure.